Manufacturer narrative:
Other relevant device(s) are: product ID: evolutr-29, serial/lot #: (B)(4), ubd: 03-nov-2021, UDI#: (B)(4). Product analysis: both valves remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, on release from the delivery catheter system (dcs), the valve dislodged to -3 millimeter (mm) on the non-coronary cusp (ncc) and 0 mm on the left coronary cusp (lcc). The valve was constrained and post dilation was performed. The valve dislodged further to -6 mm ncc and -3 mm lcc, at which point the valve occluded the right coronary artery and cardiac output diminished. Compressions were started and defibrillation was provided. The valve could not be snared. Instead, a balloon was inserted and inflated within the valve and the valve was pulled up out of the annulus. After relocating the valve, right coronary occlusion was still noted. A second valve was passed through the first valve and placed within the annulus at 0 mm ncc and 2 mm lcc. It is unknown whether the second valve occluded the right coronary artery. It was noted that during the procedure, ventricular fibrillation continually occurred. At the end of the procedure, there was no cardiac output and the patient subsequently died.